Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the original computer had system integrity errors. A replacement computer was sent to the site, which was non-functional upon arrival. A second replacement was sent to the site, which was installed, resolving the issue. The first computer that was sent to the site has been received by the manufacturer for evaluation. Analysis confirmed reported problem. Initially, time/date correct (cmos check), os and app load were successful. Patient data removal and virus scan are complete. Installed in imaging system 267 and the system readied and functioned as expected for several under test. Observed twice that the computer would boot to a blue screen displaying the following error: irql_not_less_or_equal. Video appeared to be functional, however the fan was observed to run at high speed while in this condition. Faulty mvs computer. The second computer has been received by the manufacturer as well, however analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when the mobile view station (mvs) was booted up, it displayed the message "an error has occurred that may cause damage to the system integrity". The reset backup file was restored without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect second computer finds that the computer hard drive was at fault. Initial start up confirmed a windows system integrity error. Performed raid and initialization of first virtual drive was successful but slow. Second virtual drive proceeded normally. All 4 drives are showing expected status in raid screen during boot up. Each subsequent boot up results in blue stop error screen. Stop: 0x0000007b.